Manufacturer narrative:
The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 17may2019. This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. A correlation between the device and the reported event cannot be conclusively determined. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device- 107 days. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency department (ed) per the advice of the lvad doctor on (B)(6) 2018. The patient reported to have recently been discharged from hospital on (B)(6) 2018 after coming in due to constant alarming from the lvad. During this time the patient¿s blood pressure medications were changed. Since leaving the hospital the patient has reported been falling often and feels lightheaded prior to falls. This sensation can happen at any time, not necessarily with standing. About 3 days prior to admission patient reported falling and hitting the back of their head and had a brief loss of consciousness along with a slight headache, but otherwise, no neuro changes. A CT scan shows 3.5mm parafalcine subdural hematoma. Additional information was requested, but not provided.